Event description:
It was reported that whilst revision surgery was being carried out, it was noticed that two screws that were not due to be revised during the procedure in fact had to be revised as after studying x-rays the surgeon noticed that two xia screws were allegedly broken.

Manufacturer narrative:
Method: manufacturing review; device history review; results: the appearance of the beachmarks and their orientation are consistent with bending fatigue fracture. The most likely cause of the reported event is a fatigue fracture. Conclusion: the customer reported event of a post-operative xia 3 poly screw fracture was confirmed via correspondence with the sales associate and inspection of the returned device. The event resulted in no patient harm.

Event description:
It was reported that whilst revision surgery was being carried out, it was noticed that two screws that were not due to be revised during the procedure in fact had to be revised as after studying x-rays the surgeon noticed that two xia screws were allegedly broken.